Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse with supplemental information by a consumer from the USA of fever and peritonitis with culture positive for acinetobacter species in a male coincident with dianeal pd2 ambuflex therapy for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced a fever and was hospitalized on the same day. On an unknown date in (B)(6) 2011, the patient was diagnosed with peritonitis that was manifested by abdominal pain and "very gunky looking" pd effluent (onset (B)(6) 2011). On an unknown date, treatment was started with fluconazole and a six day course of levofloxacin (dose, frequency, start/stop dates not reported). On (B)(6) 2011, the patient was recovering and was discharged. Dianeal therapy was ongoing. Concomitant medications were not reported. The nurse stated that the events of fever and peritonitis with culture positive for acinetobacter species were unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was performed for h11c31030 and an exception was noted for molding defect associated with the connector component. There is no evidence to support association to the reported problem. A review of all batch record documents was performed for h11a13057 and h11d25048 with no issues or exceptions noted during the manufacturing process. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.